Event description:
The customer reported that a falsely depressed high-sensitivity troponin I (tnih) result was obtained on a patient sample on the atellica im 1300 analyzer. The initial result was not reported to the physician(s). The sample was repeated on the original instrument and an alternate atellica im analyzer. The repeat results aligned and were higher than the initial result. The repeat result of 344 pg/ml was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tnih result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed high-sensitivity troponin I (tnih) result was obtained on a patient sample on the atellica im 1300 analyzer. Quality control (qc) and calibration were valid at the time the sample was run. The customer ran qc and a precision study with qc, which recovered acceptably. With siemens remote assistance, the customer checked the operator and service error logs and identified multiple sample probe pressure errors. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse detailed the sample probe with new tubing, a sample pump, and an air pump, and primed reagent probes. Then, the cse verified the water stream was straight and not sputtering. Next, the cse removed the wash station magnet and confirmed that all four wash probes were dispensing and aspirating properly and verified that the acid and base pumps were not leaking, the dispense volumes were accurate, the sample probe tip pickup was aligned correctly, and the sample tips were on the plunger. Later, the cse ran 2 levels of tnih qc five times, which recovered acceptably. Siemens further evaluated the event and determined that there was no hardware issue that impacted delivery of tnih or sample. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.